Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 28 ng/l. A second sample collected from the patient resulted in a troponin t value of < 3 ng/l, so the customer decided to repeat the original sample. The original sample was repeated twice, resulting in troponin t values of 15.1 ng/l and 17.5 ng/l. The sample was aliquoted and re-centrifuged, then repeated, resulting in a value of 3.42 ng/l.

Manufacturer narrative:
Controls were acceptable prior to the event. A review of alarm trace data showed no relevant alarms. The sample centrifugation force and time were not performed as recommended by the tube manufacturer. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.